Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale markings misaligned on lot # 8043632. Unable to perform complaint lot history check for scale markings misaligned for unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8043632, medical device expiration date: 2023-01-31, device manufacture date: 2018-02-12. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.5ml 6mm 90 bx 450 mo experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no: 324907 batch no: 8043632, unknown. Verbatim: consumer reported 0 unit scale marking lines up with unit scale marking 1. So, if he draws 5 unites of insulin he might be drawing 6 unites of insulin. Occurence: unknown. Consumer has noticed the some syringes scale marking lines up with unit 1 when he compares with other syringes in the past. Incident date: unknown, occurence-unknown. Explained consumer 6mm is the shortest in needle size in length. We do have pen needle in 4mm and 6mm, but that to use with the insulin pen.